Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod for less than an hour, it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the pods cannula was found to have not inserted correctly as it was off to the side and not in the infusion site. The patient reports the pod was leaking during wear. As treatment, the patient applied a new pod. The pod will not be returned as it has been discarded.